Manufacturer narrative:
Investigations have ascertained that both of the screws for the stop and guide holder knobs were screwed out of position and protruded in a way that they tilted the instrument carrier. This tilt caused a larger shift in the target. This protrusion is prevented by design by both gluing of the threads as well as a press fit pin that will ensure the unscrewing to never occur. The pins could not be found in any of the two screws on this specific instrument carrier. There was no sign that the pins had been forced out of position. The root cause has been found to be two missing press fit pins, that have been omitted by the manufacturer on this unit. No adverse effect of the patients have been reported. The same design and manufacturer (third party supplier) have been used for a long time and this has never been seen in the past (one-off occurrence). To make sure that the pins were in place for other instrument carriers, 17 instrument carriers were investigated. All had both pins in place. The manufacturer (third party supplier) will implement a final check that the pins are positioned correctly.

Event description:
The customer reported that the instrument carrier locking pins were missing.